Event description:
This is a spontaneous case report received from a physician in united states on 27-jan-2016 which refers to a (B)(4) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(4) 2014, lot number b76525, for contraception. During insertion, one side went in but the other side got lodged in the myometrium. The coil came out but the introducer was still in the myometrium. The physician removed both fallopian tubes, but could not remove the introducer from the myometrium via hysteroscopy. The hsg (hysterosalpingogram) and bilateral salpingectomy were done on (B)(4) 2014. The introducer remained lodged in the myometrium. Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(4) ld female patient who had essure (fallopian tube occlusion insert) inserted. During this procedure, one side went in but the other side got lodged in the myometrium. The coil came out, but the physician could not remove the introducer from the myometrium. The reported events were regarded as uterine perforation during essure insertion and device breakage. Only uterine perforation is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the device was placed in myometrium in one side and physician was unable to removed it (he performed a bilateral salpingectomy and hysteroscopy); leaving the device's introducer inside the uterus. Considering these events occurred in association with essure placement and given their nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required as events' treatment. A product technical complaint analysis and follow-up information are expected.

Manufacturer narrative:
Follow-up received on 29-feb-2016: device breakage with essure questionnaire was received from physician. (B)(6). Essure breakage was diagnosed on (B)(6)-2014, after placement, via laparoscopy and hysteroscopy during a planned visit (including confirmation test). Physician is not certain where the breakage occurred. In addition, he stated it was not a truly a breakage. The right essure was placed incorrectly into the mid portion of the fundus, the left essure was correctly placed. The piece in myometrium was 1.63 mm from endometrium (measured with sono). There was no deviation from the insertion procedure as described. On (B)(6)-2014, essure was removed by hysteroscopy. According to reporter, the removal was not medically necessary but it was requested by the patient. The left coil was completely removed. However, the essure placed in the myometrium was not hundred percent removed (a small piece was stuck in myometrium). There was nothing protruding into peritoneum. No injury occurred to the patient and health care professional stated that breakage could not have led to serious injury under less fortunate circumstances. Patient has recovered and physician asks whether patient's uterus should be removed due to the small portion stuck in patient's myometrium. Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted. During this procedure, one side went in but the other side got lodged in the myometrium (right essure placed incorrectly into mid portion of fundus). The physician could not remove the introducer from the myometrium (a small piece was stuck in myometrium). The reported events were regarded as uterine perforation during essure insertion and device breakage. Only uterine perforation is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the device was placed in myometrium in one side and physician was unable to removed it (he performed a hysteroscopy. Laparoscopy and salpingectomy were also mentioned); leaving a piece of the device inside the uterus. Considering these events occurred in association with essure placement and given their nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required as events' treatment. A product technical complaint analysis is expected.

Manufacturer narrative:
Follow-up received on 04-nov-2016 quality-safety evaluation of ptc: ptc global number (B)(4). Lot number b76525. Based on case description, we understand that physician failed to place correctly the essure implant at right fallopian tube, then it also mentions a possible breakage during extraction. Since sample is not available we are not able to confirm the breakage during extraction. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessary indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible as well as a handling error. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device breakage and device placement at incorrect location. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During this procedure, one side went in but the other side got lodged in the myometrium (right essure placed incorrectly into mid portion of fundus). The physician could not remove the introducer from the myometrium (a small piece was stuck in myometrium). The reported events were regarded as partial uterine perforation (device embedded) during essure insertion and device breakage. Uterine perforation is anticipated according to essure's reference safety information. Device breakage was considered anticipated upon receipt of the product technical analysis. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the device was placed in myometrium in one side and physician was unable to removed it (he performed a hysteroscopy. Laparoscopy and salpingectomy were also mentioned); leaving a piece of the device inside the uterus. Considering these events occurred in association with essure placement and given their nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required as events treatment. Product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.